Event description:
The account alleged the brakes would set in one position, but if they turned the brake casters the other way, the wheels would move. No patient impact.

Manufacturer narrative:
The account adjusted the brake casters to resolve this issue.